Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If either the meter is returned, lifescan will evaluate it and, if either the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Pt called lfs and alleged that her meter display was frozen. She stated that she was unable to turn the meter off. She contacted her nurse for advice, but was only able to leave her a message. While troubleshooting the meter, the pt was able to reseat the battery and the meter powered off. The pt was able to go into the setup mode. Based on the info provided, there is evidence of a meter malfunction; however, there is no evidence of the meter contributing to a serious injury. No replacement items are being sent to the pt.